Event description:
A surgeon reported a pt with poor near vision following intraocular lens (iol) implant surgery. He stated vision improves with correction.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).